Event description:
Customer reported to beckman coulter, inc. (Bec) that after the carryover test performed on the unicel dxc 600i synchron access clinical system (dxc 600i) closed tube aliquotter (cta) module failed, customer reviewed the previous patient results and found the dxc 600i generated erroneous results for thyroid stimulating hormone (tsh), progesterone and ferritin on four patients samples. The results were reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced both syringes and hamilton valves. The fse installed new peristaltic tubing, the fse replaced the cap piercer. The fse cleaned the wash tower and surrounding assemblies. The fse flushed the sample probe. The fse replaced the wash tower mixer motor. The fse performed cta alignments. The fse reran carryover and cta precision verification tests which passed. Root cause is not known.